Event description:
A miniarc sling was implanted to treat stress urinary incontinence. It was reported that, as a result of having the mesh implanted, the pt experienced, among other things, significant mental and physical pain and suffering, has sustained permanent injury, recurring incontinence, infections, severe sexual pain and other losses.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.